Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2,e3,g2(unmark company representative). The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation and the information provided, a definitive root cause, nor a presumed cause could be determined. However, investigators believe the following instructions for use information could aid in preventing the reported failure mode: using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had black spots up and down the channel, while checking it with the boroscope in reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.